Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rebn1910 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be related to use of the device. A 0.038¿ j-tip guidewire was received in its hoop. The coil wire at the distal end of the guidewire segment was elongated over the core wire. The weld tip was not present at either the distal tip of the coil wire or core wire. It was reported that a piece of the wire completely separated from the guidewire, but it was confirmed that no fragments remained in the patient. The outside diameter of the undamaged section of guidewire was within specification. Due to the presence of the j-bend, it appeared that the core wire broke just proximal to the weld tip. The broken ends of both the core wire and coil wire were rough and granular, which is consistent with a break due to tensile stress. This can occur if the guidewire becomes lodged in the needle during use. The product IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire.¿

Event description:
Facility reported that the "guidewire shattered". No other information was provided. No reported patient harm. On 5/16/2017 - additional information reported by the facility. The introducer was inserted into the patient, when device was being removed the healthcare professional noted that the wire had frayed into two shreds, one shred completely came off. Patient was taken to fluoroscopy and hcp stated nothing was left in the patient arm. Patient was not injured. A new wire was used to complete the procedure.